Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with customer over-the-phone to address the reported event. Fse assessed the issue and ordered new software card version 5.23 to be delivered to the customer the next day. On (B)(6) 2018, fse followed-up with customer over-the-phone. Customer confirmed receipt of the system card and fse guided the customer through the software reload process and verified no changes to parameters were made. Fse then instructed the customer to run calibrations, quality controls (qc), and precision; all passed within acceptable range. The g8 instrument functions as intended. No further action required from field service. A 13-month complaint and service history review for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018 was performed for similar complaints. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 7 - data management states: the as program (filename: as.mot) and system program (filename: system.mot) are required to operate the analyzer. Both of these programs are stored on the accessory system card. As program (program for operating the sampling and the loading unit) when the main power is turned on, the analyzer searches the files on the card in the smart media socket. If the as and system program are found, they are automatically loaded in the internal memory of the analyzer. During a system upgrade, or when "clr" is entered as the password (refer to chapter 4, section 4.14: password input), the assay parameters are overwritten and returned to their initial values. When the assay parameters have been saved beforehand (filename: system.prm), by loading back the saved parameters from it the analyzer is ready to operate as it has been. To save the assay parameters on a card. The most likely cause of the reported event is due to corrupt software.

Event description:
On (B)(6) 2018, customer reported getting as searching (not found) message and software corruption during start up on the g8 instrument. Customer stated rebooting did not resolve and is not able to locate the software system card. Field service engineer (fse) was dispatched to address the reported issue, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.